Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the previous day, (B)(6) 2020, after the patient shut off her dog¿s shock collar, took it off, and went to the bathroom, she was shocked on the right side of her vaginal area. The patient also reported she tried to turn stim down but it kept getting stronger and stronger. It was noted the patient turned stim off since it wouldn¿t quit. The patient turned stim back on the day of the call, and kept bringing the number up since it wasn¿t doing anything, and then reported it felt really strong in the right of her vagina again. The patient tried to bring the stim down, and then received a por message. The patient noted she saw her doctor (B)(6) 2019, and he had said she still had plenty of battery life in her ins. No further complications were reported.